Manufacturer narrative:
An RMA has been issued requesting to have the sureform 45 white reload returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history identified no other complaints for this instrument. A review of the provided image and video was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the video shows a small blue object surrounded by staples. The object appears to be smaller in length than the surrounding staples. Looking at the reload image 1, at first glance, there appears to be a pusher missing from the proximal end of the reload, at the second row of staples, on the left side. However, the pusher appears to be present, as there is blue color visible. Post firing, it¿s not uncommon for some pushers to fall below the cartridge surface. This is more apparent on reload image 2. The source of the blue object in the video cannot be identified. Upon initial review of images and video, it does not appear the blue object came from the white reload shown in the pictures. To make a conclusive assessment, the white reload and the blue object should be returned via RMA process if possible. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: cde can also confirm that there is something blue attached to one of the staples surrounding the vessel; however, cannot confirm its origin. Based on that staple¿s orientation compared with the orientation of the staple line on the vessel makes me wonder if the surgeon tried firing across another staple line or had loose staples between the jaws of the instrument from a previous fire. Firing over obstructions may cause damage to the reload. Cde agreed with fae that this reload should be returned for further investigation. The intuitive surgical endowrist stapler 45, stapler 45 reloads and other stapler accessories (including the bladeless obturators) are intended to be used with a compatible da vinci surgical system for resection, transection and/or creation of anastomoses in general, thoracic, gynecologic and urologic surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Based on the information provided at this time, this complaint is being classified as a reportable adverse event and malfunction event due to the following: it was reported that a small pusher from the sureform reload was retained in the patient and was not retrieved. The customer alleged that the retained fragment came from a sureform reload. However, at this time, isi is unable to confirm the origin of the fragment that was retained in the staple line.

Event description:
It was reported that during a da vinci-assisted left thoracic (trisegmentectomy) surgical procedure, after firing a sureform 45 white reload on the artery, a small blue pusher from the reload was retained on the stapler line. According to the reporter, the operating room team examined the reload and it appeared three pushers were from the reload. The blue pusher was retained in the patient. The procedure was completed with no reported injury. Per subsequent follow-up, it was reported that the total operative time of the left rats (robotic anatomic segmentectomy) trisegmentectomy with icg + lymph node dissection procedure was approximately 3 hours and 20 minutes. The customer clarified that during the surgery, white, green, and black sureform 45 reloads were used, but confirmed that only the white reloads were used when the incident occurred; no blue reloads were used at that time. The reporter indicated there was no adverse event or bleeding; however, was informed by the surgeon that there was a retained item in the staple line, and it would create a risk to the patient to attempt removal as it was an artery staple line. There was a procedure delay of approximately 5-10 minutes, the time it took to look for the source of the retained item.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D10-intuitive surgical, inc. (Isi) has received the sureform 45 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was inspected and no damage was found to the blade, cartridge, or pushers. Failure analysis noted there were no missing pushers.